Event description:
It was reported that the patient presented in-clinic after receiving an alert for high pacing lead impedance. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.